Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Three lead segments were returned, missing the electrode end. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported infection.

Event description:
It was reported that the patient with this right atrial (ra) lead presented a bacterial infection. A surgical intervention was performed to explant the lead but in the process, it fractured and the electrode tip separated from the lead body. Consequently, this part of the lead is still implanted. The patient received antibiotics and no additional adverse patient effects were reported. The explanted lead body was received for analysis.